Manufacturer narrative:
Not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was unable to login to spine. When they click the spine application it goes to a blue screen, then goes back to the appliance launcher. No patient.

Manufacturer narrative:
It was reported by the clinical specialist/manufacturer representative on site that a software uninstall/reinstall resolved the issue. If information is provided in the future, a supplemental report will be issued.